Manufacturer narrative:
Reference record (B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After the tubing placement, the patient experienced abdominal pains with swelling and redness over the abdomen, systemic fever and chills. On (B)(6) 2019 the patient went to the emergency room and underwent an abdominal CT scan which revealed no evidence of a perforation and laboratory results revealed increased inflammation markers. On (B)(6) 2019, the patient underwent surgery to removed the pej and there was evidence of a large abscess and necrosis lateral to the drainage. The patient underwent debridement of the muscle and fascia and a wedge resection of the stomach. The patient was treated with unspecified antibiotics and had a gradual improvement in his condition and decrease of fever. On (B)(6) 2019, the patient was discharged from the hospital. On (B)(6) 2019, the patient had a follow up visit at the surgical clinic and the examination revealed no infection signs and/or open wound in the proximal part. The patient was recommended to continue washings and follow up in two weeks. At the time of report, the patient still had abdominal pains and a decreased appetite.